Event description:
The information received indicated the patient did not feel stimulation any more. At follow-up, the physician found all electrode impedances were >4000 ohms, except for the couple 0-1 which had an impedance measurement of 1395 ohms. The lead was replaced because of uneffective stimulation. No further patient complications were reported.

Manufacturer narrative:
Analysis results were available at the time of this report. A follow-up report will be sent when analysis is complete.